Event description:
It was reported that the customer had high blood glucose levels of 7.7 mmol/l. The customer reported a motor error alarm from the insulin pump during bolus. Troubleshooting was done. The customer reported that the insulin pump was not exposed to any strong magnetic field. The customer rewound the insulin pump but the motor error alarm reoccurred. The customer was advised that the insulin pump would need to be replaced. The customer has reverted to a back-up insulin pump. No additional info was provided.

Manufacturer narrative:
The insulin pump passed functional testing. The motor passed motor test. No motor error alarm. The insulin pump was received with cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.